Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. All functions perform as expected. No problem found. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during set up, the device was flickering. There was no patient involvement.